Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that after changing her infusion set yesterday afternoon her blood glucose began to run in the 200 mg/dl range. She changed her infusion set again and noticed a leak on the back side of the reservoir past the second o-ring. Troubleshooting was initiated for the reservoir leak. The patient's blood glucose at the time of incident is unknown, and her sensor glucose was 355 mg/dl. The leak occurred during normal use. No fluid made its way into the reservoir compartment or under the lcd display. The customer confirmed the presence of an air bubble in the reservoir. It was explained to her that the leak could have been an air bubble that expanded during the fill process. The suspect reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.